Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer via the company representative regarding the consumer¿s implanted system which was used to deliver baclofen (1000 mcg/ml at 55.1 mcg/day). The indication for use was intractable spasticity. On 2016-05-25 the rep reported that the pump was empty and had been for about a month. A dye study was attempted but the healthcare professional (hcp) could not aspirate so the hcp decided to ¿go in and check it out.¿ a catheter revision occurred on (B)(6) 2016. During the revision a portion of the catheter was replaced. The hcp got cerebrospinal fluid so then left the spinal segment in place and put in a new pump segment. No patient symptoms were reported. It was also reported that the medication was switched from baclofen to morphine at 1 mg/ml (starting dose at 0.3 mg/day). The rep then reported that the hcp decided to double the baclofen dose to 110 mcg/day. A bridge bolus was programmed. Additional information was reported by the rep on 2016-06-02. The pump was refilled with medication, and the pump section of the catheter was replaced and everything seemed to be back in working condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.